Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2020-00244, 3009784280-2020-00245, 3009784280-2020-00246. Foreign report source: (B)(6)/ study name: illumenate isr: patient ID #(B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Although the cause of restenosis is unrelated to the study device, restenosis is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, four stellarex catheters were used to treat the target lesion of the right proximal, mid, and distal sfa and popliteal, p1 and p3. Approximately 32 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2020. The physician indicated this is possibly related to the study device and not related to the procedure. However, per clinical evaluation, this is not related to study device or procedure.